Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose. The customer reported the insulin pump delivered all the insulin in the reservoir to their body, causing a high of 500 mg/dl. The customer was educated on the proper steps to prime the insulin pump. The customer was disconnected from the call before further information was collected. The customer declined to return the insulin pump for analysis.